Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance, high impedance, and high thresholds. It was also reported that patient's right atrial (ra) lead exhibited high thresholds. The patient's physician decided to explant the ra and rv leads as well two previously capped leads and implant a new pacing system. During laser lead extraction of the four leads, all four leads fractured at their proximal end and were only able to be partially explanted. A replacement system was then implanted. No patient complications have been reported as a result of this event.